Event description:
Technician alleged that the bed is in the bed shop with a note that stated when the bed is in brake position, the bed slightly rolls. No pt or caregiver impact.

Manufacturer narrative:
Technician evaluated the bed and found that the pt left foot brake caster needed adjusted due to slight wear on the brake caster wheel. The technician adjusted the brake caster to resolve the issue.